Event description:
It was reported via litigation notice that a patient fell from a bed in the ICU unit. The patient allegedly injured her right wrist and shoulder when she fell.

Manufacturer narrative:
At this time, neither the specific device nor the model have been identified. Device evaluation while not yet begun, is anticipated as part of the discovery process. The alleged injury has not been confirmed, but injury is assumed based on the litigation notice.